Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump squirted out insulin during priming for more than two times, scratches on the screen which made it hard to read, buttons less responsive, buttons are harder to press and had an unspecified error alarm the insulin pump will not be returned for analysis.